Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the visera elite video system center displayed error e207 (emergency lamp has blown or failed) during a diagnostic procedure. The issue occurred during preparation for use and the device was inspected. The intended procedure was completed. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not reproduced. Additional evaluation findings were as follows: the unit had battery depletion, and the video connector received internal liquid adhesion portion fluid deposition. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.